Event description:
A malfunction was reported by the caller, indicating that the pump screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try charging the pump using known working supplies, but the issue persisted, with the led blinking red around the pump button and no screen activation. Consequently, technical support arranged for a pump replacement. The customer was informed to use multiple daily injections (mdi) as backup therapy and instructed on how to return the faulty pump to avoid charges. They were also advised about programming and connecting their continuous glucose monitor (cgm) to the replacement pump.